Event description:
It was reported that during testing conducted at the manufacturer facility the cordless driver 3 ran without user activation after the trigger was released. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during testing conducted at the manufacturer facility the cordless driver 3 ran without user activation after the trigger was released. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, the reported event was duplicated and it was discovered that the e box would not communicate properly with the motor, which is the probable cause of the reported event. The device was repaired and returned to the user facility.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.